Manufacturer narrative:
Date of event - aware date of (B)(6) 2022 used as event date is unknown.

Event description:
It was reported that inflammation and a myocardial infarction occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). At an unspecified time after discharge, the patient presented at the emergency department with a high fever. The fever was attributed to a reaction to procedural anesthesia. Later the patient again presented at the emergency department experiencing inflammation around the heart and a myocardial infarction. Due to high troponin levels a stress test was performed. Antibiotics will be administered and a follow up examination is planned. No further patient complications were reported. The physician does not believe the patient's symptoms were associated with the watchman device or watchman procedure.

Event description:
It was reported that inflammation and a myocardial infarction occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). At an unspecified time after discharge, the patient presented at the emergency department with a high fever. The fever was attributed to a reaction to procedural anesthesia. Later the patient again presented at the emergency department experiencing inflammation around the heart and a myocardial infarction. Due to high troponin levels a stress test was performed. Antibiotics will be administered and a follow up examination is planned. No further patient complications were reported. The physician does not believe the patient's symptoms were associated with the watchman device or watchman procedure.